Event description:
It was reported that there was no label information on the bd insyte¿ autoguard¿ bc winged shielded IV catheter packaging. The following information was provided by the initial reporter, translated from japanese: "this is a report about a printing issue of the package. When the shelf carton was opened for use, no printing was found to be on the package."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-sep-2023. H6: investigation summary: our quality engineer inspected the samples and photographs for evaluation. Bd received 5 sealed 22ga x 1.00in. Insyte autoguard bc winged units. Additionally, two photos were provided. Visual inspection discovered that the sealed units were missing the label information. The integrity of the packages was not affected, and the units did not appear to have any damage. Your reported issue was confirmed as the print was missing from the top web. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. During online top web printing, it is possible for the wrong component to cause incorrect or incomplete print information. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
D.4. The reported lot# 2350126 was not found for the reported catalog# 382923. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that there was no label information on the bd insyte¿ autoguard¿ bc winged shielded IV catheter packaging. The following information was provided by the initial reporter, translated from japanese: "this is a report about a printing issue of the package. When the shelf carton was opened for use, no printing was found to be on the package."